Event description:
Allegedly revised due to infection.

Manufacturer narrative:
Investigation is not complete. Additional information has been requested. Event device code is addressed in the package insert. This report will be amended when the investigation is complete. This is the same event as 3003379990-2006-00066 and 1043534-2006-00130, 00131, 00132.